Event description:
It was reported by the patient that they had to go on bedrest for four months due to the the implantation of their device and it subsequently 'breaking'. Due to the patient's poor health, the patient stayed home for 6 months and was unable to work, had to give up their apartment, had little money and was forced to give their children to their spouse. The patient was often sick and their strength remained weak until (B)(6) of 2014. The device was removed and was not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)